Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a single band was attempted to be deployed; however, multiple bands came out and deployed at each time. Reportedly, the slack was not removed after attaching the ligating unit to the trip wire, as it was the knob was used to tighten the trip wire. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a single band was attempted to be deployed; however, multiple bands came out and deployed at each time. Reportedly, the slack was not removed after attaching the ligating unit to the trip wire, as it was the knob was used to tighten the trip wire. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was partially rolled in the handle assembly and there was evidence that the tripwire was secured in the handle slot. There was evidence that the tripwire slack was properly removed. The suture was attached to the trip wire and it was intact. The suture hole did not have any visual damage. Additionally, the bands were not returned with the device while the ligator head teeth were intact but the ligator housing was broken. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.